Manufacturer narrative:
(B)(4)

Event description:
It was reported a fairly new device had unexpectedly reached the elective replacement indicator due to battery depletion. The cause for the depletion is unknown. The device was explanted and replaced. No further information is available.